Manufacturer narrative:
The insulin pump was received with a retainer ring that is smashed inwards at the side. Unable to perform the displacement and occlusion tests due to the broken retainer ring. Unable to insert a test p-cap and reservoir into the reservoir compartment due to the broken retainer ring. The reservoir tube lip smashed inwards at its lateral side, broken battery tube threads, cracked case on the battery tube side, missing display window cover, cracked middle (enter) keypad button noted during visual inspection. Device passed rewind, prime/seating, basic occlusion, force sensor, and self tests. No unexpected blank displays were noted during testing. Unable to verify insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies since unable to perform the displacement and occlusion tests. Thus software was utilized and uploaded trace/history files properly. The adapt tool does not list any related delivery alerts/alarms occurring around the event date nor does it list any pump errors which could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of a worn & torn retainer ring was confirmed whereas the no delivery alarms was unable to be confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sometimes insulin pump just stops working. Customer stated that retainer ring had wear and tear on it. Customer stated that insulin pump received no delivery alarm no harm requiring medical intervention was reported. The device will not be returned for analysis.